Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will send a f/u letter to the pt and has reviewed info the pt gave to a customer care advocate, cca, in 2009. The cca replaced the pt's meter, test strips, and included control solution. The pt had no solution to troubleshoot with the cca. The pt is a gestational diabetic who complained that beginning three weeks earlier after purchasing new test strips, her blood glucose results were erratic. The pt uses four meters; however, only two one touch ultrasmart meters were available. One unk meter was discarded because it "was expired" and the name of the other was not provided. Although the pt could not recall the specific results, the following was in the subject meter's memory: nine days prior, 11:05 pm, 145 and 159 mg/dl; 8/1/09, 1:49 and 1:44 pm, 169 and 150 mg/dl. The precision was within the expected <=20%. (Please note that the second ultrasmart meter's variance was also <=20% and its complaint has been reported.) Three weeks earlier, the pt's physician also increased dosage of the pt's unk insulin from 10 units to 18 units, reportedly based upon two separate morning results, 221 and 246. It is unk on which of the four meters the pt obtained the results or whether the physician also ran glucose tests in the lab. The pt did not provide the time or times of day insulin is injected. The pt alleged that two weeks after the insulin increase, "my blood glucose was dropping low." She described being shaky, having a headache and a feeling of "starving to death". Although the pt denied receiving medical intervention, she did not indicate if she self-treated. Since then, the pt was placed on an unk oral medication at night to prevent fasting elevated results in the morning. Additional info regarding the alleged issue would be helpful. Since the pt alleged the physician increased insulin based upon her fasting morning results and that she developed low blood glucose afterward, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.